Event description:
Us complainant reported the patient was on impella support when the automated impella controller (aic) was showing a lot of ectopy combined with intermittent normal waveforms and metrics. The aic was also connecting and disconnecting from wifi repeatedly. The aic was replaced and the metrics changed and looked better. Support continued. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the optical issues has been completed. Data logs were reviewed finding there are two failure modes alleged in this complaint. The intermittent abnormal placement signal was found in the logs as there were multiple instances of placement signal not reliable during the case. The real time (rt) logs showed that placement signal oscillated between the correct placement signal and -3276.8mmhg. Additionally, there was more persistent barcoding in the rtlogs during the placement signal not reliable alarms. Additionally, during the case there was an unexpected reboot by the aic with no indication in the logs for the cause. The console was returned for evaluation. Upon functional inspection, the placement signal failure mode was confirmed. The optical bench was found to have a very low snr of 728 and the ccd array was distorted which would have contributed to the unreliable placement signal. The unexpected reboot was not reproduced during testing and it is unknown what caused it. The cause of the placement signal issues was a defective optical bench with very low snr and a distorted ccd array. The cause of the unexpected reboot could not be determined as it was not reproduced and there were no indicators in the logs. The cause of the signs of usd card corruption could not be determined from the logs but could have been caused by the frequent rlm reboots due to low rssi. Corrections to the initial MFR report: g1 MDR reporting contact email updated h5 changed to no h8 changed to reuse